Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the continuous glucose monitor (cgm) screen. Reportedly, the customer was unable to press the back button and customer performed a pump reset; however the "cgm keypad" continued to appear. Customer¿s blood glucose level was not impacted. The customer continued using the alternate pump for insulin therapy.